Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to pe. Patient is alleging tilt, vena cava perforation, embedded/unable to retrieve and deep vein thrombosis. (B)(6) 2015, unsuccessful retrieval report: "made multiple attempts with a broad retrieval system to grab the hook with loop snare. Unfortunately after multiple angles and multiple angiograms, it was determined that the hook on the filter was embedded into the right-side ivc wall. Using an angled catheter and wire we were able to get the bit on the right. Unfortunately, a completion angiogram showed that we actually selectively catharized the testicular vein on the right. As such, we passed a wire down into the ivc and down to the left common femoral vein. We are able to balloon open the ivc with an 8mm, followed by a 12mm balloon hoping to centralized the filter. Unfortunately, this was not effective. As such, we punctured the bilateral common femoral veins with 1-gauge needles. On the right-hand side, we could not get a wire to pass the external iliac vein. A right leg angiogram was done through the needle, which demonstrated a patent series of collaterals that go up the abdominal wall to the ivc, however we could fin no flow channel into the external or common ilia vein. We aborted the attempt. Decided to abort the case to fully re-cannulize, the right was going to require a popliteal approach, and I did not feel comfortable stenting the left today as his filter appears to be slight low into the filter, and I do not feel comfortable doing this until I have access form both sides. As such both sheath were removed." "We will probably switch him back spine again if we were able to get through everywhere and attempt a filter retrieval again" (B)(6) 2016, report from CT: "imaging of the bilateral peroneal and left posterior tibial veins was suboptimal due to edema. With color doppler these veins are grossly patent, however non-occlusive deep venous thrombosis cannot be ruled out in this segment. Retrograde flow was noted in the left common femoral vein with large collateral branch at the saphenofemoral junction consistent with proximal occlusion. Chronic non-occlusive deep venous thrombosis of the bilateral common femoral and popliteal veins. Compared to story (B)(6) 2015, thrombus of the right mid femoral vein has aged is now chronic. "Chronic non-occlusion deep venous thrombosis of the right external iliac vein." (B)(6) 2017, report from CT: "positive for caval perforation. Superior extent of ivc filter l2-l3 disc space. Inferior extent l4-l5 disc space. A total of four prong have perforated the ivc series 2 image 82. Maximum distance prongs perforated 3m series 2 image 82. Coronal images 0 degree tilt series 4 image 62. Sagittal images 11 degenerative tilt posterior anterior series 5 image 59. Diameter of ivc directly above filter 16mm series 2 image 78.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Additional information: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, embedment, deep vein thrombus, occluded (ivc/iliacs), thrombus, unable to retrieve, tilt. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls a44118 (device mi), no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.